Manufacturer narrative:
The insulin pump passed the active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within spec range. No unexpected replace battery now alarm noted. However, pump received with high sleep current measurement and pump error alarm during self-test, problem isolated to the keypad assembly. Insulin pump was received with scratched case, pillowing keypad overlay, keypad overlay texture damage and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump would not restart after multiple battery changes. It was reported that the battery was changed six times. The customer's blood glucose was 6.7mmol/l at the time of the incident. The insulin pump was returned for analysis.